Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were clotted after centrifuging them. The following information was provided by the initial reporter: "it was reported that after centrifuging 7 samples this morning they come out and the whole sample is clotted. They tried to recentrifuge one to get plasma, but there was still a big clot at the bottom."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 7 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were clotted after centrifuging them. The following information was provided by the initial reporter: "it was reported that after centrifuging 7 samples this morning they come out and the whole sample is clotted. They tried to recentrifuge one to get plasma, but there was still a big clot at the bottom."